Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the issue, and the unit passed all functional and safety tests.

Event description:
N/a.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit is going on standby mode and has no error message. There was no injury harm caused to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use by hospital personnel, the cs100 intra-aortic balloon pump (iabp) unit is going on standby mode and has no error message. There was no injury harm caused to patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).